Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of inappropriate mode switch due to noise and inadequate pacing impedance values were noted on the atrial lead. No intervention was performed and the patient was stable with no consequences.